Event description:
The customer reported that the system was popping and resulted in an overvoltage fault error message. This error message will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable connectors were regreased and a filament calibration was performed. The system was then found to be operating as intended.